Event description:
It was reported by svc report that the CPR does not release properly. No pt involvement or adverse consequences are reported. No injury reported.

Manufacturer narrative:
Result description: CPR cylinder.